Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026, however attempts to place a second lead was unsuccessful due to patient anatomy. Existing single lead system remains implanted providing limited stimulation. Additional surgical intervention may take place in the future to address the issue.